Event description:
According to the customer, a pt sample was tested for platelet (plt) shortly after the isoton iii reagent was replaced. The result of the platelet was 199 x 10 x 3 cells/ul and was reported as normal. The sample was returned to the lab for repeat analysis for platelet. The result was reported out as 10 x 10 x 3 cells/ul and is considered the correct result.